Event description:
A customer reported experiencing a skin reaction while wearing the Abbott Diabetes Care (ADC) device. The customer reported experiencing an infection, swelling, redness at the ADC device insertion site. The customer had contact with a healthcare professional (HCP) who prescribed Clindamycin and Mupirocin ointment (Antibiotics) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.